Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
It was reported that during an unrelated surgical procedure the anesthesiologist noted that the patient's heart rate dropped below the programmed rate. The device was subsequently explanted and replaced. The right ventricular lead was noted to have oversensing, high, undefined impedance at greater than 9999 ohms, and threshold issues. A potential lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.